Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including calibration and functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any evidence to support the customer's report of alarm 1051 (runtime calibration failure) displayed at any time. Therefore, our investigation for this report was unsubstantiated. No trend is associated with reports of this type.